Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. The shock impedance was 165 ohms, which is high but within normal limits. The doctor repositioned both the pulse generator and the electrode. The system still could not convert the induced arrhythmias. The doctor elected to remove the system and wait for another opportunity to implant a system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. The shock impedance was 165 ohms, which is high but within normal limits. The doctor repositioned both the pulse generator and the electrode. The system still could not convert the induced arrhythmias. The doctor elected to remove the system and wait for another opportunity to implant a system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.